Event description:
The customer reported that the system would not function as intended. The temperature is low error message was displayed and the system would not emit x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector on the temperature sensor was reseated and the tube was worked on. The system was tested and found to be working as intended and put back into service.